Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the supply of the non preloaded intraocular lens (iol) was opened. The tech had noticed that the lens was outside of cartridge at the bottom of the plastic packaging. Lens was not used, a new lens was opened. The issue was noticed upon opening the product packaging. There was no patient contact. No other information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 08/21/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection of the lens reveal that it was received stuck to the original lens case in the original sterilization pouch which matches the complaint description. The lens was cleaned and presented with cosmetic damage/scratches. Conclusion: the complaint issue packaging issues was identified during product evaluation; however, the complaint issue sterility assurance concerns was not identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.